Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-mar-2019 with the following findings: a review of the pump¿s black box showed one no cartridge detected warning. During testing, the pump successfully completed the rewind, load cartridge, and prime steps. The pump was exercised for 12 hours with no issues occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The load step issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (load step malfunction) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.